Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained results of 144 mg/dl. The expected fasting blood glucose test result range is 80 to 120 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 135 and 117 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer called in states the meter is reading high. Customer states the meter read 170 mg/dl non-fasting. Customer states his normal fasting range is 80-120 mg/dl fasting. Customer states his main concern is that the meter is reading high not that the meter is reading erratic.